Event description:
It was reported that during routine use of the ilet, the patient experienced significant glucose variability after consuming a large meal including a double-patty burger and rice, leading to hyperglycemia reported at 340 mg/dl followed by overcorrection and subsequent hypoglycemia reported at 66 mg/dl. The patient then treated the low with cookies and chocolate, resulting in recurrent hyperglycemia, and education was provided on using measured oral glucose such as glucose tablets along with fingerstick confirmation and waiting before retreatment. Symptoms included malaise, and increased appetite associated with. Outcomes included the need for unexpected medical intervention in the form of medication administration for glucose correction. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.